Event description:
On post op day 10, patient underwent incision and drainage with culture. Culture positive for serratia marcescens. This patient had no obvious underlying conditions that should have made patient more susceptible to infection than any other patient undergoing 'clean' surgery. Patient developed low grade symptoms, swelling and pain, immediately post op, but this was difficult to differentiate from normal post-op symptoms, until she became febrile 10 days post op. Patient did not respond normally to appropriate double intravenous antibiotics for the organism isolated from the knee (serratia), despite 2 washout procedures and 10 days of antibiotics. Cultures uncharacteristically remained positive until the biodegradable screws used in the original surgery were removed. The unusual nature of the infecting organism and the odd persistence of positive cultures raised concerns the screws themselves might have been the source of the original infection, and the cause of its persistence.